Event description:
It was reported that there was a disruption while preparing the devices before the operation. The green safety button could not be pressed. The same issue occurred with the second and third handle. A new handle and reload were used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a1, b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that each instruments firing knobs were retracted and the articulation levers were in neutral position. Functionally, each in strument was successfully loaded with a representative single use loading unit (sulu). During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. Sheared teeth were visible on each instruments firing rack. Each instruments green firing button was tested and was found to function as intended. It was reported that the green firing button did not work properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: thick tissue application. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a disruption while preparing the egia60axt egia60 artic extra thicksulu and egia handle device before the operation. The green safety button could not be pressed. The same issue occurred with the second and third handle. A new handle and reload were used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: egia60axt egia60 artic extra thicksulu - (lot#n4a2543y); egiauxl endogia ultra univ xl stapler - (lot#p4h1008); egiauxl endogia ultra univ xl stapler - (lot#p2k0056) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.